Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro grey covering around jaws was altered and wires appeared more exposed than normal. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. A microscopic inspection was conducted. The silicon insulation on the one side of the cold jaw was observed to be peeled back, but remained attached to the cold jaw near the tip. The other side of the cold jaw insulation was observed to be intact. The heater wire was observed to be slightly flexed away from the jaw, and remained attached to the base and tip of the jaw. Based on the return condition of the device, and the results of the evaluation, the reported failure mode " peeled jaw" was confirmed as well as the analyzed failure "bent wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro grey covering around jaws was altered and wires appeared more exposed than normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.